Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient (clinical, (B)(4)) experienced difficulty taking readings after implant. Imaging was taken and confirmed that the sensor had migrated and is now tilted, resulting in difficulty getting a signal. Patient will continue to troubleshoot, however, a second sensor may be implanted.